Event description:
During re-surgery, the end cap was deformed when the doctor tried to remove it. The doctor found that the end cap and screws were filled with bone, and could not move the nail and end cap by instruments. The doctor did not remove the nail and end cap from the patient's body to complete the procedure, since the doctor was afraid of refracture. The surgery was extended by 3 hours.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify FDA of the results of this investigation once it has been completed.